Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional notified rayner that he targeted a post-operative refraction of -3 to enable the patient to read without glasses and that following implantation of a c-flex aspheric the patient had a refractive surprise of -4.875 spherical equivalent. The healthcare professional has consulted with the patient regarding the post-operative refractive outcome and the patient has decided that she does not want any further intervention. The pre and post-operative biometry was reviewed by rayner's optical team and was found to be consistent with the original intended target refraction of -3.d. The biometry does not explain the outcome of -4.8d. To further investigate the post-operative refractive outcome the healthcare professional has been asked to provide the lens serial number, current axial position and posterior corneal surface power. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a c-flex aspheric 970c iol. The healthcare professional reports "I operated on this lady in (B)(6) 2014 after a discussion about refractive options available. She wanted to read without glasses, and I targeted -3 to help her read without glasses. She was -3.75 spherical equivalent preop. Unfortunately, she ended up with a refractive surprise of -4.875 sph equ postop, a net change of -1d from preop ref and -1.875 from targeted refraction".